Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed and there were no signs of abnormalities, the connector works correctly, moves and threads properly. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal connection of a plexitron continu-flo solution set separated and leaked. The event occurred as the device was being connected to the patient's catheter. There was no patient injury or medical intervention associated with this event. No additional information is available.